Event description:
It was reported by an emergency room facility that the patient experienced heart issues believed to be related to the vns. It was reported that the device was believed to be disabled due to the heart issues. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.